Event description:
On (B) (6) 2009, patient reported she has been experiencing ongoing kinked cannulas, e4 (occlusion) alerts, and hyperglycemia over the past month. Patient stated e4 was not occurring at the time of the call. Patient reported her blood glucose has elevated to "hi" as a result of the occlusions and has been in the 400 - 500 mg/dl range today. She stated she boluses through her infusion device for a correction. Patient reported she has started giving manual injections over the past 12 hours to correct her elevated readings. Patient has known scar tissue in her insertion area. Discussed site selection and management. Recommended she try side of abdomen, lower back, or upper bottom for site insertion. Discussed use of the insertion assist device. Recommended to stay away from scar tissue. Discussed effects on insulin absorption. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation. On follow up call patient reported she is using a new insertion site location and her blood glucose has returned to the target range. Patient stated "I think it was the scar tissue." Encouraged patient to avoid areas with scar tissue.